Manufacturer narrative:
Block e1: initial reporter facility name- (B)(6) medical university. Block h6: device code a0501 captures the reportable event of basket detached/separated outside the patient.

Event description:
It was reported that a zero tip basket was used in a ureterolithotomy procedure. During the procedure, when the device with stone was taken out from the patient's body, the four claws of the basket fell off. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
(B)(6). Device code a0501 captures the reportable event of basket detached/separated outside the patient. Upon receipt at our quality assurance laboratory, this zero tip basket underwent a thorough analysis. Visual analysis of the returned device identified that the sheath was kinked at the distal section. During inspection under magnification, it was not possible to see the basket. However, resistance was felt when the handle was actuated, indicating that the basket might have gotten inside the sheath. The device was disassembled, and the handle cannula was properly assembled to the pinch vise. The handle cannula with the pull wire was removed and it was possible to see the pull wire and the basket properly assembled in the notch cannula. Also, there was evidence of the 8 crimp marks and the basket was in good condition with no broken wires not being able to confirm the reported event of basket wire break. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is probable that an excess of force applied to the device such as operational factors during their use could have caused the damages observed which consequently could affect the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a zero tip basket was used in a ureterolithotomy procedure. During the procedure, when the device with stone was taken out from the patient's body, the four claws of the basket fell off. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0401 captures the reportable event of basket wire break. Block h11 additional MFR narrative, has been updated.

Event description:
It was reported that a zero tip basket was used in a ureterolithotomy procedure. During the procedure, when the device with stone was taken out from the patient's body, the four claws of the basket fell off. The procedure was completed with another of the same device and there were no patient complications reported.

Event description:
It was reported that a zero tip basket was used in a ureterolithotomy procedure. During the procedure, when the device with stone was taken out from the patient's body, the four claws of the basket fell off. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0501 captures the reportable event of basket detached/separated outside the patient. Correction to block a1: patient identifier, and, block e1: initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code.